Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the infusion set needle got stuck and customer was not receiving insulin. Customer was nauseated, vomiting, excessive thirst, excessive urination and small amounts of ketones. The blood glucose reading at the time of the event was 480 mg/dl. Hospital treated with insulin drip. Nothing further reported.